Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(4) of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). During a call with baxter (B)(4) customer services, the following information was received. On an unreported date in (B)(6) 2012, the patient was started on pd therapy. On an unreported date after bladder cancer surgery, the patient was shifted to hemodialysis. On an unreported date, pd therapy was re-introduced. On an unreported date, the patient experienced peritonitis manifested by a discharge bag that was cloudy. The cause of the peritonitis was considered to be an "infection in the tubing - swelling occurred" (onset date not reported). The patient was not hospitalized for the peritonitis. Treatment rendered was not reported. The patient recovered from this peritonitis event. The consumer considered the event of peritonitis to be unrelated to baxter products.